Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2011. Two months two-weeks post procedure, the pt presented with retrograde ejaculation, onset date (B)(6) 2012; continuing as of (B)(6) 2012. No further info was reported.

Manufacturer narrative:
(B)(4).